Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is re-scheduled for august 2021.

Event description:
The user's hearing performance with the device is affected. No accidents or trauma occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but has not been scheduled yet.

Event description:
The user_s hearing performance with the device is affected. No accidents or trauma occurred. Re-implanation is considered, however no date is set and all ci surgeries are suspended due to covid-19.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is scheduled for (B)(6) 2021.

Event description:
The users hearing performance with the device is affected. No accidents or trauma occurred.